Event description:
On 12/23/2021, it was reported by a arthrex employee via email that an ar-2324bcc swivelock anchor came off the inserter and was unstable after the sutures were passed through the eyelet and implanted in the patients body. This was discovered during a procedure on (B)(6) 2021. Additional information received 12/28/2021: it has been confirmed that this occurred during an arthroscopic rcr procedure. During the case, surgeon used two ar-2324bcc swivelock from lot 13621985 and 12643589 but could not identify which of the two failed. The case was completed successfully without further issues using an ar-2324bcc swivelock; lot number could not be identified either. All the sutures, eyelet and anchor were removed from inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device was returned without the eyelet and implant and the suture was disassembled and frayed. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.